Event description:
A cartridge alarm issue was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer was advised by technical support to send the problematic pump back to tandem, and a replacement pump with updated software was shipped to the customer. The customer was informed about the necessary steps to take once the replacement pump is received and agreed to return the faulty pump within 10 days using a pre-paid label. Additionally, if using a g7 sensor with the new pump, it was advised to wait for a session to end before inserting a new sensor.